Manufacturer narrative:
Patient city: (B)(6). Device 4 of 4.

Event description:
Unomedical reference number (B)(4). Event occurred in netherlands. It was reported that the patient's tubing was detached between the skin and the tape while sleeping. The issue occurred with four infusion sets used for two to three days. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. No further information available.